Event description:
Customer was contacted through an outreach program and she reported a hospitalization due to high blood glucose levels. Customer was dehydrated after a twelve day vacation. She experienced high blood glucose. Her doctor believes insulin was not being absorbed to maintain her blood sugar. Customer does not remember the time and date of the hospitalization. Her blood glucose at the time of hospitalization was over 700 mg/dl. Leading up to the hospitalization, customer reported being dehydrated. Customer was not wearing her insulin pump at the time of the hospitalization. She said she had been off the device for about three days. Customer also mentioned that there had been a clog in her tubing at some other time, but gave no details on how it was cleared. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.